Manufacturer narrative:
Submit date: (B)(4) 2014. An investigation is currently underway. Upon completion, the result will be forwarded.

Event description:
The scd controller was shipped to a covidien service center as a "back to stock unit". Upon triage, service found the power cord damaged and showing bar copper wires.